Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a worn-out focus ring, faulty cable, the rear cover was label faded and was unreadable serial number plate and discolors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, poor quality image on the 4k camera head. Upon inspection and testing of the returned unit, a e224(scope communication error) displayed on the monitor. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event likely occurred due to a faulty cable which failed communication and presented the e224 error. However, the specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.